Manufacturer narrative:
(B)(4). Concomitant medical products: ref 211226, lot 938550, intercalary segment 90mm. Ref 211258, lot 314970, modular stem 9x75mm. Ref 211278, lot 672550, super eas humeral head 48x19mm. Ref 211223, lot 484220, proximal body 71mm. Ref b000-0185, lot 6m9704, stryker universal cement restrictor. Ref 6197-1-001, lot tmz046 ,antibiotic simplex p, qty: 2. Report source: foreign country: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02522 0001825034-2019-02524 0001825034-2019-02525 0001825034-2019-02526. Device evaluated by MFR: implanted.

Event description:
It has been reported that patient experienced wound dehiscence, necrosis, and superficial infection one month post initial surgery. The wound was closed with suture. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered as the medical records confirmed the patient's ailments. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.